Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii was stretched to enable smooth passage of the electrohydraulic lithotripsy (ehl) probe, but the ehl probe could not be moved when the scope was slightly tilted to one side. The ehl probe was moved back and forth several times; however, it could only advance forward pre-papillary. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of elevator marks observed at 34, 40, and 44mm from the distal end of the catheter and witness marks on the contacts of the umbilicus connector, indicating it was connected to a controller. The length of the catheter and umbilicus cable was visually inspected; no damage nor defects were noted. X-ray imaging of the distal end showed no obstructions in the working channel at the distal end of the catheter or near the strain relief. An image assessment was performed. The device was plugged into the controller and a live image was displayed. The unit was fully articulated in all directions; no problems were identified with articulation. To test for the alleged problem with advancing an ehl probe, a sample ehl was passed through the working channel of the returned device. No problem was detected. The spyscope was then inserted into the articulation model and the ehl was passed through again with no problem. The reported complaint was not confirmed. Upon analysis, the returned device was unable to replicate the problem, and no problems with the device were identified which could have contributed to the event. The device met all manufacturing specifications, therefore, it is unlikely to be a problem related to manufacturing. A review of the risk documentation confirmed that the reported problem mode is not new or unanticipated, therefore it is unlikely to be a problem related to design. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the pancreas during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii was stretched to enable smooth passage of the electrohydraulic lithotripsy (ehl) probe, but the ehl probe could not be moved when the scope was slightly tilted to one side. The ehl probe was moved back and forth several times; however, it could only advance forward pre-papillary. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.